Manufacturer narrative:
(B)(4).

Event description:
It was reported that many episodes of noise and low impedance was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good before and after the procedure.